Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission. Location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. The interface (umbilical) cable was found to have an open between two pins during an electrical evaluation. The cat 6 cable was found to be longer than designed as well.

Event description:
A site representative reported that, while in a cervical spinal fusion, the viewing station of the imaging system displayed a frame rate error when performing images acquisition. It was reported that restarting the imaging system and reconnecting the interface (umbilical) cable did not restore functionality to the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient weight provided.